Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with two leads from the same lot number. It was reported, the pt was not receiving effective pain relief. Consequently, the pt's scs system was removed. Sjm was not notified of the issue prior and the date of the explant is undetermined at this time.